Event description:
As reported to coloplast though not verified, patient was implanted with restorelle directfix anterior mesh. Later the patient experienced recurrent urinary tract infection, recurrent cystocele, post operative bleeding, dysuria, left lower quadrant pain, dyspareunia, defecating difficulty, incomplete bladder emptying, chronic cystitis, difficulty voiding, recurrent state 3 cystocele, stage 2 vaginal vault prolapse, stage 2 posterior repair and leakage; patient experienced vaginal discharge and a left sided popping sensation followed by increasing pain. An anterior colporrhaphy and cystoscopy were performed; vagifem, flagyl, ibuprofen and cipro were prescribed. Subsequently, an implant of competitor products was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.